Event description:
Complainant alleged that during biomed testing, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was received for evaluation at zoll canada. During the investigation of the device to determine the root cause, the technician observed damage to the lcd module consistent with mishandling. The damage is not consistent with normal wear and tear. The lcd module was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.